Manufacturer narrative:
The acist angiographic contrast injection sys, model cvi, was returned to acist on (B)(4) 2011 for testing. The disposable kits used during the procedure were not returned to acist, therefore, no analysis can be made on these items. The injection sys was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from analysis of the injector; however no definite conclusion can be made as to the cause of the event. This report is closed.

Event description:
Narrative: user facility reported during a cardiac catheterization, air was injected into a pt. The amount of air injected is unk. The pt was in stable condition after the event. (B)(4).